Manufacturer narrative:
The customer requested that a philips cancel the notice as they have informed philips that the case was resolved by them selves. Device evaluation data is not available.

Event description:
It was reported to philips that the device's battery does not last. There was no patient involvement.